Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed. The report suggests that since the inspection sheet has 1 part nonconforming this complaint is valid. The investigation could not be completed and no conclusion could be drawn as no device was returned. The DHR disposition is valid but there is no evaluation to state if the complaint is valid. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the returned device was evaluated by an engineer and report states that helical blade inserter (357.372, lot# 5874254) was manufactured 9/2008 and is over 5 years old the proximal gold anodized handle and t-handle of the blade inserter show significant hammer blow marks from use. The locking thumb knob of the t-handle also has considerable hammer marks and is stuck in a partially threaded position. The working length is scratched and contains extensive roll marks from routine use. The first returned coupling screw (lot# 4407294) was manufactured in 6/2002 and is over 11 years old. The knurled knob of the proximal end is broken off and contains significant hammer marks. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. Distal threads are deformed from use and working length contains scratches and role marks from 11 years of use. The second returned coupling screw (lot# 4407294) was manufactured in 5/2010 and is over 4 years old. The knurled knob contains significant hammer marks. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. Approximately two-thirds of the distal threads are missing and working length contains scratches and role marks from 4 years of use. The helical blade inserter and coupling screw are reusable instruments and are intended for use in combination with the tfn companion aiming construct for the precise implantation of 11mm helical blades per technique guide (B)(4). The returned instruments collectively show significant damage from repeated hammering and use. One coupling screw has the knurled head broken off from unseated and off angle hammering. The inserter has also sustained over 10 years of considerable hammering to the alignment indicator knob and the locking thumb screw is seized and immovable. The repeated hammering and consequential miss-struck hammer blows has caused these complaint conditions and they were not caused by the design of the instruments. Technique guide (B)(4) provides for proper care, use and routine cleaning and inspection of instruments and should be followed. Drawings (B)(4) were reviewed and are determined to be suitable for the design and relative dimensional conformity for these devices. Therefore, it is determined that this complaint is invalid from a design perspective. The method of use and age of the instruments have led to this complaint condition rather than any design deficiencies. The design is determined to be suitable for its intended use. Therefore, this complaint is invalid from a design perspective. Placeholder.

Event description:
It is reported that while the surgeon was inserting the helical blade, with insertion handle, it was identified that the screw/helical blade was not advancing. It seems that the blade got stuck. The surgeon applied more force, which caused the head of coupling screw to break off, outside of the patient. Due to this, the surgeon was forced to take pliers out of the helical blade and insertion handle. It was identified that the out rigger was attached to the aiming arm, but needed 130 degree angle attached, is what caused the problem. When inserting the helical blade, everything was normal, but when the fracture was compressed, the surgeon tightened down internal end cap and went to release the coupling from the insertion handle. There was too much tension, which caused the threads of the insertion screw to break into the back of the helical blade. That portion remains in the still inside of the patient, unaffected. There are no plans to remove the broken fragments. The procedure was successfully completed with no patient injury. The surgery was delayed for 15 minutes due to the event. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system.(B)(4).

Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
The manufacturing evaluation was performed and the report states that one helical blade inserter was returned for evaluation. The returned instrument is damaged and worn. There are scratches and nicks on the shaft and the alignment indicator is damaged. The damage to the alignment indicator includes deep gouges and deformed internal pin and internal diameter. The alignment indicator locking shaft is seized due to the housing being crushed onto it. The returned instrument was damaged during use in the field and is not associated with manufacture. A hardness check was not performed because the relevant alignment indicator body is made from 304 and does not require hardness. Feature d2 is unobtainable because a pin in pressed and welded into the feature. Feature d2 is unobtainable due to assembly and features l2 and f1 failed on the alignment indicator due to the damaged condition. Because the damage prevents obtaining dimensional checks on the alignment indicator and destructive testing would only further damage the device this complaint is indeterminate.

Event description:
(B)(4).